Event description:
It was reported that there was a loss of image during procedure. The procedure was completed successfully.

Manufacturer narrative:
Alleged failure: image was lost: ¿ tx main board ¿ tx power supply ¿ spi3 expansion slot card ¿ connectors ¿ tx software/vxp firmware ¿ use error ¿electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge ¿ manufacturing/ service nonconformity. The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was a loss of image during procedure. The procedure was completed successfully.